Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer stated that they connected themselves to the insulin pump and four hours later their blood glucose levels went from 150 mg/dl to 482 mg/dl. Customer performed the self test and the insulin pump passed. Customer declined any troubleshooting. Customer's current blood glucose level is 480 mg/dl and has treated with a manual injection. Customer believes the insulin pump is malfunctioning. No further information reported.